Manufacturer narrative:
Upon review of the reaction monitor, the reaction appeared abnormal, as if not enough sample was pipetted. Calibration data was ok. Quality controls were ok. A general reagent issue can be ruled out since calibration and controls are acceptable. No relevant alarms were observed in the alarm trace. The field service engineer replaced the gear pump head and adjusted the pressure. The sample probe and syringe seals were replaced. The wash and sample probe adjustments were checked and were ok. The rinse station was checked and it was ok. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the c 501 module is (B)(6). Calibration data was acceptable. Controls recovered within range. Upon review of the alarm trace, no relevant alarms were observed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with cobas integra glucose hk gen. 3 on a cobas 6000 c501 module. The sample initially resulted in a glucose value of 0.7 mg/dl and it repeated as 123.3 mg/dl. The 123.3 mg/dl value was expected for the patient.